Event description:
An aneurx abdominal stent graft system was inserted in a pt for the endovascular treatment of a 5.7 cm abdominal aortic aneurysm approximately 6.5 years ago. Vessel morphology at the time of implant is unk. It was reported that the pt returned for a follow-up, and the CT showed that the stent graft has migrated 6.5 cm, resulting in a type I endoleak. At the time of the migration, the aneurysm was 4.7 cm in diameter, and the vessels were non-tortuous and non-calcified. The aortic neck was angulated 45 degrees, was 21 mm in diameter at the renal arteries and 23 mm in diameter at 15 mm below the renal artery, and there was 17 mm of healthy aortic neck length. There was disease progression of the aortic neck resulting in neck elongation. The physician elected to intervene for the migration and endoleak by placing a talent thoracic proximal stent graft (MFR# 2953200-2010-00040); however, during the deployment of the talent thoracic stent graft, deployment difficulties were encountered. Once approximately 5 cm of the stent graft was deployed, the outer sheath of the delivery catheter stopped retracting. The handle would retract; however, the outer sheath did not move. The physician removed the blue part of the handle on the delivery system and manually continued to accurately and successfully deploy the thoracic stent graft. There was no resistance felt during the deployment of the stent graft. No clinical sequelae were reported, and the pt is fine. The talent thoracic delivery system will be returned for eval.

Manufacturer narrative:
Intervention required. Endoleak, graft migration. Disease progression; aortic neck elongation.